Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) favored the inner curve of the aorta. During partial deployment, the inflow portion of the valve was deep in the left coronary cusp (lcc) and shallow in the non-coronary cusp (ncc). Multiple attempts were made to correct the position. Six recaptures were reported as well as rotation of the dcs. During the sixth recapture, a kink in the proximal part of the capsule near the paddle pockets was noted. The system was safely removed from the body without issue. A new valve was used to successfully implant the valve at a lower depth of 12 to 14 millimeter (mm). No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated that the valve was recaptured six times due to sub-optimal positioning. The device instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Various factors can affect valve positioning including patient anatomy or physician technique. Cine films were submitted for review. The cine films confirmed the event description that the delivery system favored the inner curve of the aorta, and that multiple attempted were made to correct the position. There is no information to suggest a device quality deficiency that may have caused or contributed to the positioning difficulties, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. During the sixth recapture, a kink in the proximal part of the capsule near the paddle pockets was noted. The cine review confirmed that the capsule buckled during recapture. The delivery catheter system (dcs) was not returned to medtronic for analysis. Caps ule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Additionally, it is not known how the excessive number of recaptures, outside IFU recommendation, may have caused or contributed to this event. The cause of the capsule separation cannot be determined based on the information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Updated data: event problem and evaluation codes. Corrected data: usage of device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.